Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) lead which led to inappropriate anti-tachycardia pacing. Boston scientific technical services (ts) was consulted and discussed that review of the stored episodes show the oversensing of noise has been going on for over a year. It was also noted that there were some true arrhythmias with appropriate therapy intermittently mixed in with the episodes of noise. There were also electrograms with noise on the shock channel as well. The patient has an underlying rhythm coming through, so no asystole occurred. The rv lead impedance had increased from the 400-500 ohm range to 693 ohms. Ts suggested they bring the patient into the office in an attempt to recreate the noise. Ts further discussed troubleshooting and programming options. The field representative stated they brought the patient in for testing and were able to recreate the noise with isometrics. Due to this, there is a concern over lead integrity and the physician discussed the option of a lead revision. At this time a revision procedure has not been scheduled and the rv lead remains in service. No adverse patient effects were reported.